Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for complaint evaluation. The reported imaging issue could not be confirmed. The catheter met imaging specifications during manipulation. The catheter was recognized by the catheter interface module and viewmate multi system and produced a clear image with no blurring or artifacts noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the pfa procedure, communication issues resulted in a procedural delay. Once the catheter was inserted into the patient, there was no image. The viewmate multi was restarted, the catheter was reseated and the viewmate multi console was replaced with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.